Event description:
I had a left side hip replacement in 2007. I had to have a revision done on the same hip in 2012. During the time leading up to the revision I was in excruciating pain and the ability to walk was difficult or impossible.